Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
During failure investigation, the product analysis technician found a pm pcba (power management, printed circuit board assembly) failure. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred. The product analysis technician confirmed the pm pcba did not power on with ac (alternative current) power. It was determined that a leaked electrolytic from c85 causing a short on u29 of the power management board.